Event description:
It was reported that the pt experienced elevated blood glucose levels of 456 mg/dl as measured on her glucometer.

Manufacturer narrative:
There was no reported pt impact as a result of this event. The pt reported that the pump emitted an audible and vibratory alarm. The pump history was reviewed and indicated that the pump emitted an empty cartridge alarm at 4:42 am. There was no indication in the pump history that the pt acted upon the alarm, and the history indicated that the pump ceased insulin delivery at 2:53 am, therefore, the pt was without insulin delivery for 12 hours prior to the event. The pt also reported that the cartridge exhibited an insulin leak after she removed it from the pump with a pair of pliers. The pt has continued to use the pump with no reported subsequent events.